Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance, foreign material was found to be attached to the forceps/irrigation plug. There was no patient involvement .